Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the advantage system used. (B)(6).

Event description:
Reporter alleged obtaining a result of 108 mg/dl on the advantage system compared back to back with a result of 54 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter states that he was feeling shaky and ate cookies and drank juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.